Event description:
Caller reported an issue with the insulin pump displaying a different amount than expected, with the fill estimate showing +82 units instead of the expected 230 units. There was no adverse impact to the customer's blood glucose level. The caller was educated on understanding the displayed values and was guided through steps including delivering a 10.2-unit bolus, reloading the cartridge, and eventually loading a new cartridge. The caller decided to monitor the situation and will follow up if necessary.